Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12189, 2017865-2019-12190. New information received noted that during the left ventricular (lv) and right ventricular (rv) lead revision procedure on (B)(6) 2019, it was also noted that the right atrial (ra) lead did not have adequate slack. A stylet was inserted to attempt to advance the ra lead, but it was noted that the distal portion of the lead was already adhered to the old rv lead and therefore no further advancement was possible. Interrogation of the ra lead showed stable sensing and threshold. The lv, rv, and ra leads were capped and the ra lead was re-used. The patient was fine.